Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that following the initial implant procedure of the cardiac resynchronization therapy pacemaker (crt-p), the patient developed a pocket hematoma as a result of taking a pharmacological anticoagulant and experienced bleeding. The patient required extended hospitalization and pocket drainage, along with discontinuation of anticoagulant medication. No further patient complications have been reported as a result of this event.